Event description:
It was reported that a bust noise from the x8000 came out after the 10-minute operation. The smoke and spark also came out at the same time. The cover was opened to find that the electric capacity on ballast was broken and the electrolyte sprayed out.

Manufacturer narrative:
Additional info will be provided once investigation is complete.